Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported during a open reduction, internal fixation finger procedure on (B)(6) 2013 the drill bit fractured off in the patient. The fractured piece remains in the patient.